Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with the insulin pump. The customer reported repeated no delivery alarms on the insulin pump. Customer's last known blood glucose was 130 mg/dl. The customer stated the alarm was resolved by a complete set change. The customer's alarm history also showed a motor error alarm, battery out limit alarm, and off no power alarm occurring. The customer declined to troubleshoot for the issues. The customer declined to return the insulin pump for analysis.